Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical nephrectomy, while the device was on a segmental renal vein, staples were well formed, up until the distal portion of the staple fire. At that point, the staple line was incomplete, the last 3mm. However, it had gone far enough across the vessel that everything turned out ok. Another stapler was used in order to fix the staple line and complete the procedure. No patient injury.